Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The reported issue is there was exposure problem. Due to the insufficient data no service has been performed by philips since service has not been provided and the case has been cancelled by the customer. Based on service history review, the issue did not reoccur. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that there was some problem with the exposure of the system. No harm has been reported to philips. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.